Event description:
"Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Test 2 in 2009, was compared to doctor's meter (2.50 inr). Milking the finger has occurred. Per technical bulletin 107, milking the finger causing contamination with interstitial fluids. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. In-house accuracy test: test date: donor 3 (2009), donor 4 (2009). Meters sn: in-house meters. Returned strip ln: 210827pa. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria than no further action is required. No product deficiency produced. Conclusion: end-user reported accuracy discrepant test results. Trouble shooting revealed sample collection by milking finger. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Timing info of inratio and lab tests done was provided. There is not sufficient info to determine the root cause of end-user's precision discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. Trending analysis will be performed for strip lot# 210827 in summary.